Event description:
Patient underwent renal angiogram. Procedure was completed and an angio-seal was placed in the right femoral artery post procedure. The patient lost distal pulses to her right foot. Returned for an angiogram which showed an obstruction requiring peripheral intervention which was unsuccessful. Patient returned to the or the following day for a femoral bypass.